Event description:
It is reported that the pt underwent an irrigation and debridement with a poly swap due to infection.

Manufacturer narrative:
This report will be amended when our investigation is complete.